Manufacturer narrative:
(B)(4). The reporter¿s phone number and complete address were not provided. Concomitant medical products and therapy dates: burr devices, motor device, (B)(6) 2019. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device made and abnormal noise, had vibration, and it was difficult to insert the cutting burr devices. It was further reported that the device was difficult to connect to the motor device and the label was damaged. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability date was incorrect in the initial report. The date has been updated from 11/19/2019 to 11/20/2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which determined that the bearing was worn. The assignable root cause was determined to be traced to component failure (faulty parts) , which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.